Event description:
It was reported that during hospitalization, the patient got cardiopulmonary arrest (cpa). As cardiac massage was performed, the rig ht ventricular (rv) lead was dislodged and fell into inferior vena cava (ivc). As a result, it got both pacing failure and sensing failure. The lead was turned off and the physician felt the cardiopulmonary arrest was not associated with the product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.